Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was in total pai n and had ¿no quality of life¿. They believed they were facing death due to device failure. No further patient complications were reported as a result of this event.